Event description:
It was reported that an implant had clinical mobility and no osseointegration was achieved in a site into which pepgen p-15 putty bone grafting material and the implant had been concurrently placed approx two weeks earlier. It is not clear if the graft integrated with the surrounding vital bone or if it also failed with the implant although the healing time is too short to expect complete integration. It is also not clear why grafting was performed (i.e. Bony dehiscence, immediate placement). As a result, another surgical procedure was necessary to achieve the desired results and preclude permanent damage to a body structure that would not be trivial; the implant was removed and successfully replaced.

Manufacturer narrative:
Failure to osseointegrate, while uncommon, is an inherent risk of the procedure known to doctor and pt before the procedure is initiated and is dependent on many factors including the pt's age, sex, health, and social history, the type and size of the defect being grafted, occurrence of site preparation trauma (heat or pressure), primary stability of the implant, and graft placement technique. Though pepgen will remodel to bone at a similar rate as natural bone in a pt, it is impossible to determine the specific resorption rate of any bone grafting material; material placed in an area of low vascularity and little osteogenic potential will take much longer to remodel to bone than it placed in a more active site. From the information provided, it is not possible to determine if the implant or graft was the etiology of failure, though it does not appear that the grafting material malfunctioned. The implant loss will be reported via asr. The device was not returned for evaluation and the lot number is not known for retained-product testing and/or DHR review.